Event description:
The company was informed that the patient had an endolymphatic sac tumor. The patient's device was explanted during the surgery to remove the tumor and in consideration of the patient's poor performance with the device. The patient was reimplanted with another advanced bionics cochlear implant.